Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/30/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. The plunger was in advanced position and locked. A scarce amount of lubricant residues were observed at the cartridge tube. A lens was received out of the pcb00 device. The lens was observed cut, with viscoelastic residues. The lens was inspected under microscope at 10x magnification. Minor scratches were observed in the optic zone however since it was a removed lens those scratches could be triggered as part of the removal process. The complaint was verified but due the condition of the lens received a cause of failure related to the device manufacturing process cannot be determined. Manufacturing record review: manufacturing records were reviewed and no non-conformance report (ncr) associated with this production order number (po) were found. The device was manufactured according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The following information was inadvertently not included in the follow up MDR report; therefore it is included in this report: labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a mark was noticed in the point of vision on a pcb00 21.0 diopter intraocular lens (iol) after insertion into the patient's operative eye. Therefore, the lens was cut out and removed, and another lens was implanted without incident. No additional information was provided.